Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula kinked event on 7-jun-2024. The event occurred after 3 hours of insertion and the insertion site was at abdomen. The patient resolved the event by changing soft cannula infusion set only and resumed insulin. Unomedical do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.